Event description:
The event involved an unspecified tubing where it was reported a patient received etoposide over an hour late due to the plum 360tm infusion system malfunctioning. The primary line was connected to patient and running continuous fluids without issue. Chemo was then attached to secondary tubing port at the cassette of the primary tubing. After setting pump to proper rate and pressing start, the pump error came up and kept reading ¿proximal occlusion line b¿. Stakeholder attempted to troubleshoot the problem but continued to receive an error. The charge nurse and chemo certified nurse assisted in troubleshooting efforts by assessing all clamps, tubing, patient's central line and blood return, and switching to a different pump. After everything appeared correct, on the last effort stakeholders disconnected the chemo secondary tubing from the cassette blue connector and looked in it to find that the blue connector was completely depressed. Moreover, it was reported that this was the cause of the occlusion. It was further reported that they required a break in chemotherapy closed system on stem cell transplant patient. Caused delay in care. New primary tubing set was primed, chemotherapy secondary tubing was attached and infusion initiated with out further difficulties. There was patient involved and no patient harm reported.

Manufacturer narrative:
The device is not available for investigation, however photos were provided. Investigation pending.

Manufacturer narrative:
The complaint of stick down can be confirmed based on the photo provided. Received a photo showing the clave on the plum cassette with the silicone seal stuck down. No samples were returned for evaluation. The probable cause of the stick down cannot be determined. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.